Event description:
Reporter indicated a (B)(6) handheld computer was not charging properly. The serial cable connection is very loose, and has to be positioned in a certain way to charge properly. The computer functions normally once changed. Attempted for further information and product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause a death or serious injury.